Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient felt pain at the mid urethra. The mesh was excised at the site where the pain was felt. The patient's current condition was reported to be fine.